Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A log file analysis was performed and found a few suspect current drops in the modular cable. The modular cable was exchanged.

Manufacturer narrative:
Section a4 and h6 (device code): correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files identified a communication fault alarm, a specific cause for this finding could not be conclusively determined through this evaluation. The evaluation of the submitted log files revealed one driveline communication fault alarm starting on (B)(6) 2020 at 11:57:22. This alarm persisted until it was cleared at 11:59:56, and no further driveline communication fault events were observed throughout the remainder of the data. Despite this finding, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. Technical services recommended inspect the modular cable for any damage. It was also recommended to replace the modular cable and controller to potentially resolve the issue. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. Additionally, modular cable, lot number 7232316, was not returned for evaluation. The investigation file will be closed accordingly. The patient remains ongoing and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report number: 2916596-2020-02873.